Event description:
Additional information received indicated the ble issue was resolved via reinterrogation of the ICD. It was reported that the issue started following travel on a cruise ship outside of the united states (us), however, the cause is not known. There were no reported patient consequences.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited bluetooth (ble) telemetry loss. No intervention was performed. There were no patient consequences reported.